Event description:
The manufacturer received information alleging the humidifier part of the device was too warm, device stopped pumping air and a burning odor. The device was returned to the manufacturer's product investigation laboratory for investigation. The investigation was able to confirm that the device powered on intermittently with no airflow and no heat using a good power supply and power cord. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. An internal and external visual inspection of the device was completed by the manufacturer and found the water tank lid, water tank seal and water tank showed evidence of liquid ingress with potential mineral deposits to them. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the potential mineral deposits along the top of the water tank, just below the rim of the top of the tank, and well above the "maximum fill" line. A dust like contaminate was on the water tank lid, water tank seal, water tank, ui bezel, power button, top enclosure, center enclosure, iso port, blower motor, blower box, heater plate and bottom enclosure. Evidence of liquid ingress with potential mineral deposits were on the ui bezel, top enclosure, iso port, blower motor, blower box, heater plate, dc jack cable, bottom enclosure and the pca. Potential burn marks on the interior of the ui bezel, ui bezel ribbon cable, dc jack cable and q4 on the pca with corrosion throughout the pca. Thermal damage around the humidifier portion of the pca, which likely caused the heater plate to overheat. The investigation was able to confirm the complaint of the humidifier too warm; device stopped pumping air and a burning odor. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.